Event description:
Following a pci treatment procedure, the shaft of the maverick2 monorail 20/3.5 mm balloon fractured. The lesion being treated was a calcified, stenotic lesion in left circumflex coronary artery. The physician used a medex inflation device and a 5f launcher guide catheter for femoral vascular access. It is noted that the balloon had been inflated twice to 14 atms, but did not rupture during this event. The device had been disconnected from the inflation device several times, and during the last occurrence the shaft of the device fractured. No patient injuries or complications were reported. Patient status is reported as `fine.'